Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The fse replaced the switching valve. The reprocessor will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, the root cause was a bad switching valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reprocessor had pieces of black coming up and into the basin. The issue occurred during reprocessing. There were no reports of patient involvement.